Event description:
The customer reported a false negative reaction of a donor sample with seraclone anti-ab. The exact date of event could not be provided by the customer but occured according to him in (B)(6) 2016. The customer reported that two donors (twins) were historically typed as blood group o. The donor samples were also tested in a different laboratory and typed as blood group: a subgroup. The customer reported that twin a (#(B)(6)) reacted false negatively with seraclone anti-ab. The customer did not send in the allegendly defective product seraclone anti-ab for investigational testing but he did send the two donor samples that had caused the fals negative test result. Therefor our quality control laboratoy tested their retained sample of seraclone anti-ab in parallel to the last released lot (#8630200-03). The following results were yielded with different test methods: donor 1 (#(B)(6)): blood group o; donor 2 (#(B)(6)): blood group o. Furthermore both donor samples were tested with two different diamed gel cards (human and monoclonal). Both samples reacted 1w + positive with anti-ab monoclonal (cell line: es-131 (es-15) + birma-1, es4). A molecular genetic analysis was conducted that showed the following results: a2 o1 this indicates blood group a2 with the limitation that it cannot be distinguished from a3, ax and ael. In summary, we assume that both samples have blood group ael. We could not verify the presumption because there was not enough patient material left for an absorption/ elution. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective seraclone anti-ab lot.

Manufacturer narrative:
This is our final report on this incident. Our follow-up report has already been sent on august 15, 2017 but by mistake it carried an incorrect report number: 9610824-2017-00102 instead of 9610824-2016-00102. We apologize for this mistake.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative reaction of a donor sample when tested with seraclone anti-a,b. The customer reported that the donor was historically typed as a blood group o. But the donor sample was also tested in a different laboratory and typed as a blood group a subgroup. The exact day of event is unknown and occured according to the customer in (B)(6) 2016. The customer said to send in the supposedly defective product and the donor sample that caused a false negative test result for investigational testing. We are still waiting for the material.